Event description:
The customer reported experiencing occlusion alarms. There was no reported impact to her blood glucose level. She declined follow-up from customer technical support, and no additional information regarding the outcome was received.